Manufacturer narrative:
(B)(4). Date sent: 04/24/2025. D4: batch #195d16. Investigation summary ==> the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with the joint cover damaged, with an unknown trocar inserted on the shaft, with the anvil knife slot damaged, with two reloads present. The reload gst60d was received unfired and the reload cecr60b was received sterile. No functional test was performed due to the condition of the device. The jaws and closure trigger were noted in the open position, the knife was noted to be slightly advanced. It is possible that the knife advanced into anvil noted on the device was due to improper handling. After further evaluation, the analysis showed one of the knife wings was broken off. The wing of the knife was not returned for its analysis. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 195d16, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a distal gastrectomy procedure, it was observed that the device would not articulate before firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.